Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event of noticing ¿error codes 54 and 55 persisted and no image on right eye from surgeon side console (ssc) 1¿ was confirmed. The fse reported that inspection found that the fiber port on the ssc1 was damaged at the fiber connector. Therefore, the data was not transferred completely. Fse further reported that the finer port on the ssc1 needed to be replaced. The fse had waited for over 4 hours after hours and was struggling to get access to the system. Due to the inability to get access to the system, the replacement of the finer port to ssc1 has not yet been completed as of the date of this report. From available information, there is no return material authorization (RMA) associated with this complaint. At this time, there is no evidence that an isi device caused or contributed to the reported event. Therefore, there is no isi product expected to return for evaluation. Without the returned device a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to system errors and no image on the right eye. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted benign hysterectomy, the isi clinical sales representative (csr) informed the isi technical support engineer (tse) that the system had started up with error code 55 which they recovered from, but there was no image on right eye on surgeon side console (ssc) 1. The isi csr also informed they have two surgeon consoles and would proceed with the other console which did not have any issues. Error logs confirmed error 55, pointing at master supervisory controller (top fiber port on core). Error 45308 was also present, pointing at lost high resolution stereo viewer right video output on ssc1. Users were not willing to perform troubleshooting at the time. The isi tse guided the caller to disconnect and clean the connector on blue fiber cable (bfc)'s between video processor (vp) and core, plus core and ssc1 and associated connectors on vp, core and ssc1 whenever possible. The isi csr would perform this additional troubleshooting following completion of the surgery and call back with the result. The csr called back and reported that after following the suggested troubleshooting steps, vision was restored on both eyes in the affected ssc. However, error codes 54 and 55 persisted. The caller tried swapping the ports on the core, but error followed the affected ssc with bfc. The bfc has not been swapped with another subsystem. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: the error 55- recoverable fault was detected pre-anesthesia. Loose of endoscope image was detected post-anesthesia and prior for docking the robot. The procedure was a hysterectomy - benign. The procedure was prolonged about 3-4 minutes, power off and on of the xi system. The procedure was successfully completed using the surgeon side console 2.